Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and endometrial ablation ("ablation") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". In may 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), back pain ("lower back pain"), rash ("rashes"), endometriosis ("endometriosis"), anxiety ("anxious"), depression ("depressed") and headache ("headaches") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical procedure with removal of the essure devices.). Essure was removed on (B)(6) 2023. At the time of the report, the pelvic pain, endometrial ablation, migraine, alopecia, back pain, rash, endometriosis, anxiety, depression and headache outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, endometrial ablation, endometriosis, headache, migraine, pelvic pain and rash to be related to essure. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs received- new events ablation,migraines, she didn¿t undergo essure confirmation test were added. New reporter and patient information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test/essure confirmation test not done". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), back pain ("lower back pain"), rash ("rashes"), endometriosis ("endometriosis"), anxiety ("anxious"), depression ("depressed"), headache ("headaches"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (surgical procedure with removal of the essure devices.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometrial ablation, migraine, alopecia, back pain, rash, endometriosis, anxiety, depression, headache, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, endometrial ablation, endometriosis, headache, menorrhagia, migraine, pelvic pain and rash to be related to essure. The reporter commented: plaintiff received treatment for follwing conditions: pelvic/ abdominal, dysmenorrhea (cramping) and hagia (heavy menstrual bleeding). Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. New events: abdominal, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding) were added. Date of insertion updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. 626887) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test/essure confirmation test not done". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), back pain ("lower back pain"), rash ("rashes"), endometriosis ("endometriosis"), anxiety ("anxious"), depression ("depressed"), headache ("headaches"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dyspareunia ("sex painful") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometrial ablation, migraine, alopecia, back pain, rash, endometriosis, anxiety, depression, headache, abdominal pain, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometrial ablation, endometriosis, headache, menorrhagia, migraine, pelvic pain and rash to be related to essure. The reporter commented: plaintiff received treatment for follwing conditions: pelvic/ abdominal, dysmenorrhea (cramping) and hagia (heavy menstrual bleeding). For the bowel movement, patient could only use the bathroom with philips milk of magnesia. Dob mention in previous version was 19-feb-1976. The right ostia had 2 visible coils and left ostia had 1 visible coils noted. Concerning the injuries reported in this case, the following one was described in patient¿s social media: dyspareunia. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain. Most recent follow-up information incorporated above includes: on 9-dec-2020: medical record received lot number was added. Reporter information and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. 626887- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test/essure confirmation test not done". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), back pain ("lower back pain"), rash ("rashes"), endometriosis ("endometriosis"), anxiety ("anxious"), depression ("depressed"), headache ("headaches"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dyspareunia ("sex painful") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometrial ablation, migraine, alopecia, back pain, rash, endometriosis, anxiety, depression, headache, abdominal pain, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometrial ablation, endometriosis, headache, menorrhagia, migraine, pelvic pain and rash to be related to essure. The reporter commented: plaintiff received treatment for "following" conditions: pelvic/ abdominal, dysmenorrhea (cramping) and hagia (heavy menstrual bleeding). For the bowel movement, patient could only use the bathroom with philips milk of magnesia. Dob mention in previous version was (B)(6) 1976. The right ostia had 2 visible coils and left ostia had 1 visible coils noted. Concerning the injuries reported in this case, the following one was described in patient¿s social media: dyspareunia. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Lot number reported (626887) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-dec-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test/essure confirmation test not done". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), back pain ("lower back pain"), rash ("rashes"), endometriosis ("endometriosis"), anxiety ("anxious"), depression ("depressed"), headache ("headaches"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dyspareunia ("sex painful") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (surgical procedure with removal of the essure devices.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometrial ablation, migraine, alopecia, back pain, rash, endometriosis, anxiety, depression, headache, abdominal pain, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometrial ablation, endometriosis, headache, menorrhagia, migraine, pelvic pain and rash to be related to essure. The reporter commented: plaintiff received treatment for follwing conditions: pelvic/ abdominal, dysmenorrhea (cramping) and hagia (heavy menstrual bleeding). Concerning the injuries reported in this case, the following one was described in patient¿s social media: dyspareunia. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added: sex painful. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test/essure confirmation test not done". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), back pain ("lower back pain"), rash ("rashes"), endometriosis ("endometriosis"), anxiety ("anxious"), depression ("depressed"), headache ("headaches"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dyspareunia ("sex painful") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (surgical procedure with removal of the essure devices.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometrial ablation, migraine, alopecia, back pain, rash, endometriosis, anxiety, depression, headache, abdominal pain, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometrial ablation, endometriosis, headache, menorrhagia, migraine, pelvic pain and rash to be related to essure. The reporter commented: plaintiff received treatment for follwing conditions: pelvic/ abdominal, dysmenorrhea (cramping) and hagia (heavy menstrual bleeding). For the bowel movement, patient could only use the bathroom with philips milk of magnesia. Concerning the injuries reported in this case, the following one was described in patient¿s social media: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), alopecia ("hair loss"), back pain ("lower back pain"), rash ("rashes"), endometriosis ("endometriosis"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, headache, alopecia, back pain, rash, endometriosis, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, endometriosis, headache, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.